Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an endoscopic turbinoplasty and nasal reconstruction with graft on unknown date in 2019 and suture was used. The needle was disassembled from the thread during use. The procedure was completed successfully. There were no adverse patient consequences reported.